Event description:
It was reported that the patient feels like she has experienced an increase in seizure activity. It is unknown if the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional information are underway, but have been unsuccessful to date.